Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited noise. Attempts to reposition the lead were unsuccessful. The lead was no longer used and a new lead was implanted. The patient was in good condition post procedure.